Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 7/3/2025.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2025, the patient experienced a possible diabetic-related event during a period when their continuous glucose monitoring (cgm) device was not displaying readings. On the day of the incident, the patient reported feeling ¿off,¿ with symptoms including dizziness and nausea. Due to the absence of cgm data and worsening symptoms, the patient contacted emergency services. Upon arrival, paramedics performed a fingerstick blood glucose test; however, no specific value was documented. The patient was transported to the hospital and treated with intravenous fluids. A subsequent fingerstick test, conducted after treatment, showed a blood glucose level of 148 mg/dl. The patient was discharged approximately six hours later. There was no documentation of additional medical evaluation or intervention during the hospital stay. At the time of this report, the patient was stable. Data from the cgm device has been received and is currently under evaluation. A follow-up report will be submitted upon completion of the analysis. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2025. Data was further reviewed and could not confirm the allegation. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.